Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent a subsequent surgery to explore complaints of abdominal pain, possible adhesions to the mesh and partial small bowel obstruction" and on (B)(6) 2015 the "patient underwent a subsequent surgery to remove the infected mesh". No medical records have been provided; however, adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent a laparoscopic incisional hernia repair procedure to introduce a bard/davol composix l/p mesh to the patient's peritoneal cavity to reinforce tissue affected by the hernia. On (B)(6) 2012: the patient underwent a subsequent surgery to explore complaints of abdominal pain, possible adhesions to the mesh and partial small bowel obstruction. As reported, the mesh was revised and adhesions were taken down in surgery. On (B)(6) 2015: the patient underwent a subsequent surgery to remove the infected mesh. As reported, the mesh was removed due to an infection that caused extreme pain and discomfort. As reported, the patient has experienced and continues to experience stomach pain and recurring hernias since the multiple procedures and hernia mesh implants and these injuries were not present before the implantation of the mesh products. As reported, the patient suffered, is suffering and/or will continue to suffer the abovementioned injuries. The patient has suffered serious bodily injures that have resulted in pain and suffering, disability, medical and nursing care treatment and aggravation of a preexisting condition due to the alleged defective bard/davol hernia mesh product.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent a subsequent surgery to explore complaints of abdominal pain, possible adhesions to the mesh and partial small bowel obstruction" and on (B)(6)2015 the "patient underwent a subsequent surgery to remove the infected mesh". No medical records have been provided; however, adhesions are a known inherent risk of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 3 years 7 months post implant of composix mesh l/p, patient was diagnosed with infection, bowel obstruction, abscess, adhesions, inflammation, granuloma, scar tissue and pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions and inflammation as a possible complication(s). The warnings section of the IFU states, ¿an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.¿ review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b6, b7, d4(lot no, UDI no., expiry date), e3, g1, g3, g6, h2, h4, h6, h10. Note, the manufacturing date (15-jun-2011) is considered to be best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent a laparoscopic incisional hernia repair procedure to introduce a bard/davol composix l/p mesh to the patient's peritoneal cavity to reinforce tissue affected by the hernia. On (B)(6)2012: the patient underwent a subsequent surgery to explore complaints of abdominal pain, possible adhesions to the mesh and partial small bowel obstruction. As reported, the mesh was revised and adhesions were taken down in surgery. On (B)(6)2015: the patient underwent a subsequent surgery to remove the infected mesh. As reported, the mesh was removed due to an infection that caused extreme pain and discomfort. As reported, the patient has experienced and continues to experience stomach pain and recurring hernias since the multiple procedures and hernia mesh implants and these injuries were not present before the implantation of the mesh products. As reported, the patient suffered, is suffering and/or will continue to suffer the abovementioned injuries. The patient has suffered serious bodily injures that have resulted in pain and suffering, disability, medical and nursing care treatment and aggravation of a preexisting condition due to the alleged defective bard/davol hernia mesh product. Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with the implant of composix l/p mesh (device #1). Per operative notes, ¿the adhesions were taken down and a composix l/p mesh (device #1) was placed and tacked to abdominal wall.¿ between (B)(6) 2012 - patient visited hospital for abdominal pain and was prescribed with pain medications. On (B)(6) 2012 - patient was diagnosed with adhesive band, partial small bowel obstruction and abdominal pain thereby underwent diagnostic laparoscopy and lysis of adhesive bands. Per operative notes, ¿there were some adhesions involving the stomach, transverse colon and omentum to the mesh (device #1) were taken down.¿ on (B)(6) 2015 - patient was diagnosed with stitch abscess and suture granulomas thereby underwent abdominal wall exploration and excision of suture granulomas and stitch abscess. (There were operative notes/ mention of composix l/p mesh (device #1). On (B)(6) 2015 - patient was diagnosed with infected composix l/p mesh (device #1) mesh with suture granuloma thereby underwent explant of infected composix l/p mesh (device #1) & suture granuloma, laparoscopic incisional hernia repair with the implant of xenmatrix (device #2). Per operative notes, ¿the granuloma was excised and then the composix l/p mesh (device #1) was completely removed. Some adhesions involving the left upper quadrant were taken down and a xenmatrix (device #2) was placed over the defect and tacked.¿ attorney alleged that the patient had adhesions, bowel obstruction, fistulae, infection, chronic draining wound, pain & suffering and hernia recurrence.